Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to air bubble noise and oversensing. The s-ICD therapy was turned off and the pocket was massaged to release air. The s-ICD remains in service and there have been no adverse patient effects reported.